Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a calcified coronary artery. A 3.00 x 38 synergy ii drug-eluting stent was advanced to treat the lesion. However, during advancement of the device through a guidezilla guide extension catheter, it was noted that the stent was deformed. The procedure was completed with another synergy stent. No patient complications were reported and the patient was safe.